Event description:
Tip of guide wire fractured and dislodge distal to the retained remant of the ultrasound catheter in the lad,

Event description:
Tip of guide wire fractured and dislodged distal to the retained remant of the ultrasound catheter in the lad.

Event description:
Supplemental report preliminary autopsy result no embolism in the stented vassel.